Event description:
Reportedly, just after power on, the device displayed replace battery several times in succession. About 2 1/2 minutes into the use a successful analysis was completed, with a shock advised determination. 200 joules was successfully delivered to the patient. The device was on a total of 8 minutes and 41 seconds before power off. The patient was not resuscitated. The facility reported there was no adverse affect to the patient, due to continued device use.